Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked caused by overfilling the cartridge. A cartridge change was performed to address the issue. Blood glucose level was 150 mg/dl.